Event description:
In 2009 - customer reports no fluoro was available during a procedure. The patient was moved to a back-up suite, and the procedure was completed. There was no adverse effect to the patient.

Manufacturer narrative:
Liebel flarsheim technical support technician advised biomed to check internal and external cable conditions. Biomed found an internal camera cable broken. A replacement was ordered and biomed called back on 3/10/09 confirming the cable has been repaired, the system working correctly.